Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)((4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump was not delivering insulin. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother mentioned that they were having difficulty reading the screen due to scratches. Troubleshooting was not completed at the time of call. The insulin pump will not be returned for analysis.